Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a connection issue between the implantable neurostimulator (ins) and the wireless recharger (wr). The patient was experiencing difficulties finding the ins with the wr. There was an orange indicator light on the wr. Additional information was received reporting that in july, the patient had ins repositioning as their battery had migrated laterally. The patient was ok with recharging their battery for a month. After that, the patient found it difficult to recharge their battery again. From a video the patient sent the nurse, it looked like the patient did everything correctly. The recharging kit worked well. The nurse thought it was a faulty ins or the patient might have had a twiddler syndrome. Chest x-ray showed the correct battery position on the chest. When the surgeon repositioned the battery, they used the old scar to cut the wound, but replaced it to the middle of chest. However, the patient put their recharger on the old scar causing the difficulty in charging their battery. The cause of the event was due to the patient not finding the correct position for charging their battery. The patient's problem has been resolved after they saw the nurse and found a correct position. The patient could recharge their ins well now.